Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stated the pain relief effectiveness of their implantable pulse generator had decreased. One of her drg leads was found to have high impedance on all contacts. The patient will consult with her physician and surgical intervention may be necessary to resolve the problem.